Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant was shutting off on its own. The patient did not have any falls or traumas related to the issue. When the implant shut off they met with the manufacturer representative to have it reprogrammed. The patient had the device replaced with a rechargeable one.

Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported the patient was unable to feel stimulation with the patient programmer. There was a patient programmer issue. They met with the manufacturer's representative (rep) to do some troubleshooting. It was confirmed the patient was able to feel stimulation when the rep used the clinician programmer. The consumer said she was directed by the rep to get a replacement programmer. During the call, it was confirmed that they were able to navigate as well as increase the patient's patient programmer as expected, but the patient was still unable to feel stimulation. It was noted the patient still had bandages as she was newly implanted. Even though the programmer ID was increasing, the patient could not feel stimulation. Later, it was reported the patient had been back to the doctor to have the device checked. The rep worked really hard, "she bent over backwards to get this to work." They would program the device with the machine that was about 4" x 6" and the stimulation would work fine for about 30 minutes and then it just stopped. The patient stated he knew it was something on the inside. It was not the thing you hold in your hand. X-rays were done and they did not show any problems with the wires. The patient had an appointment on (B)(6) 2016 to have them check the device again. They could not figure out why the stimulation shut off. The patient did not want to go through anymore surgery. He was (B)(6) and was not sure it was worth it. The patient stated he did not want to live on pain pills but was not sure he could take another surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.